Event description:
It was reported that the iab got trapped in the introducer sheath during insertion onto the pt. The iab and sheath were removed and a successful insertion was performed at another site. There were no pt complications.